Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The evaluation indicated that the scope detect slider switch was not stuck. Tac advised the customer according to the cv-190 manual, the error indicated that there is an issue with the turret on the clv-190. If he has other system and wanted to trouble shoot further, the customer can try to swap out the clv-190 but the error description indicated that the clv-190 was defective. Tac gave the customer the repair center contact information upon request. Based on the additional information received, the customer stated that the issues has been fixed and the loaner was returned.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source have an e200 error, clv turret error on the monitor and all the lights under the air section and brightness section were blinking. The customer stated that the lamp can be turn on and off, the brightness can be adjusted and the air functions also works. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the e200 error was likely caused by a problem with the turret in clv-190. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional codes for section h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The supplemental report is submitted to provide additional information from the duplicate record. Updates to section e2,e3and g2 : the reporter is a nurse manager.